Event description:
A cavilon skin barrier film was utilized within the operating room on a trauma patient who was undergoing abdominal surgery. Cautery was used on a bleeder prior to the product being dry. As a result, there was a vaporization flash/flame. There was no harm to the patient, staff, or any items in the operating room. Staff is very concerned about the lack of labeling on this product. There is only one package insert in a box of 25 products, which could easily be misplaced. There is only one warning re: "extremely flammable" on one end corner of the box itself. Within the operating arena, a single individual packet is brought in, not the entire box. The actual individual product has one small statement on the reverse side of the product at the top. When the product is opened for use, the top which contains the warning is detached and discarded, and the warning may not even be read. Note: I have photos of the product and will forward any upon request.